Event description:
Reporter stated the infusion device has gone into the stop mode 1-2 times per week without providing a warning or error message. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).